Event description:
The unit is allegedly very loud and it allegedly smelled like something was burning inside. No injury alleged.

Manufacturer narrative:
(B)(4) - the product was returned for regulator affairs inspection, and replaced under warranty. Visual inspection: compressors case bottom had a foreign brown residue, and internal working had a coating of dust. Functional inspection: the compressor was operated for one hour: start temp 77; end temp 90, no discrepancies were observed. Inspection did not determine root cause. (B)(4) has been initiated for this issue. Model irc1705, serial number/date code (B)(4) is approximately 2 years 5 months old. The user manual part number 1148073 rev b (dec-08) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
The unit is allegedly very loud and it allegedly smelled like something was burning inside. No injury alleged.

Manufacturer narrative:
RMA 859789397 has been initiated for this issue. Model irc1705, serial number/date code (B)(4) is approximately 2 years 5 months old. The user manual part number 1148073 rev b (dec-08) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.